Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent. The representative indicated the patient failed to charge their device as indicated. Issue has now been resolved. Unknown what the patient's weight was at the time of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient was unable to charge her ins. No further complication and no symptoms were reported.